Event description:
Reporter indicated that her daughter had two recent grand mal seizures that required an emergency room visit. The daughter had recently had vns generator replacement surgery performed on (B)(6) 2011. Manufacturer follow-up with the treating neurologist's office revealed the neurologist was unaware of the emergency room visit, and that the patient would have to be assessed in clinic first before any information could be provided to the manufacturer. The patient is scheduled to be seen by the neurologist on (B)(6) 2011. Attempts for further information will be made after the office visit.